Manufacturer narrative:
Pump received with blank display and constant tone due to moisture damage on the electronics assembly. Unable to perform all functional testing including the operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify weak battery alarm and weak signal alarm due to blank display. Pump received with moisture damage motor, vibrator, keypad and battery tube assembly. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, stained endcap sticker and cracked battery tube threads.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump had blank display. The customer states they had received weak battery alert. The customer states there was discoloration at the bottom of the pump by the dome label. The customer's blood glucose level at the time of incident was 231mg/dl. The customer was advised the pump would be replaced and returned for analysis.